Event description:
It was reported that prior to surgical use, a blue/black liquid was noted on the sterilization wrap containing this hose. Another hose was used to perform the surgical procedure. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the hose was received at conmed linvatec for evaluation. During an investigation of the hose, the customer's reported problem was unable to be confirmed. Toxicology studies were performed on a sample obtained from a similar complaint and found the liquid material to be non-cytoxic. A corrective action is in process for this failure mode.